Event description:
From medsun medwatch report received: performing a right ureteroscopy and homium laser lithotripsy on a tone in the right kidney. Working with flexible ureteroscope and laser fiber. There were black spots noted in the bottom left hand corner of the picture on the video monitor. A piece of the laser fiber broke off and it was approximately 2.5 cm. It was retrieved from the right kidney with a basket. The flexible scope was then removed and noticed to have a hole near the tip and not to be functioning properly as far as bending and flexing the scope. The scope had been checked visually and for correct function prior to use in the pt. A new flexible scope was opened and a new laser fiber was opened to continue with the lithotripsy. The right ureter and kidney were visualized with the new scope and no damage to the ureter or kidney was found. The issue we need for the manufacturers to look at is that there was a piece of laser fiber that broke, and there was damage to the ureteroscope. The scope possibly damaged the fiber, which let to the problem. Initial reports from the customer indicates that the pt is fine.

Manufacturer narrative:
We will be unable to conduct a complete investigation since the product will not be returned to our facility for evaluation. Comments made by the customer on the medsun/medwatch report received form FDA indicates that the ureteroscope may have caused damage to the laser fiber contributing to the adverse event. Should further information become available to use, we will inform FDA. Initial reports from the user facility indicate that the pt is doing fine.